Manufacturer narrative:
H3-device evaluation: the lens was returned dry in a micro-centrifuge vial. There was residue on the lens surface. Visual inspection found that the haptic was deformed. Claim# (B)(4).

Manufacturer narrative:
Additional information: the problem was resolved with the lens exchange. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -11.0 diopter into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a same size and power, different model lens due to glare/halos. The cause of the event is reported as unknown.